Event description:
It was reported that the device had failed pm. No patient involvement.

Manufacturer narrative:
Imdrf annex a & g codes are updated. H10 field is updated. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor - check IV set (bottle side).

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record showed the device had a manufacture date of 11/18/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA (B)(4) lvp pressure sensor.

Event description:
It was reported that the device had failed pm. No patient involvement.